Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Noise was observed on the ventricular channel. As a result of the noise, the device delivered inappropriate therapy. The lead was capped.